Event description:
The facility reported a pump with failure code 703:00 on channel c. The customer paperwork states that there have not been any pt incidents involving the pump since the last service event. No add'l info is available.